Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having "some issues" and the device was replaced because she got really sick. The patient stated that the device kept turning off and was "acting up". There were no further symptoms or complications reported or anticipated.